Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Both cylinders were received with tow sutures still attached. No functional abnormalities were noted with cylinder 1 or cylinder 2.no functional abnormalities were noted with the reservoir. The information received indicated the device had tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.